Manufacturer narrative:
On (B)(4) 2013, isi contacted the risk management department of the site to obtain additional information regarding the reported event. The risk manager indicated that she could not provide any information regarding the reported incident. Based on the information provided, it is unknown if the da vinci si system, an instrument, and/or an accessory caused or contributed to the patient's reported injury. In addition, at this time there is no allegation that a malfunction of the da vinci si system, an instrument, or an accessory occurred during the reported surgical procedure. A follow-up MDR will be submitted if additional information is received.

Event description:
On (B)(4) 2013, intuitive surgical inc. (Isi) received a legal complaint with the following allegation: it was reported that after a da vinci si nephrectomy procedure was performed on (B)(6) 2009, bleeding was noted from the patient's aorta. No further clinical information was provided.